Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: a vena cava filter was indicated for a history of pe. Access was gained to the right internal jugular vein, and a venacavagram demonstrated extensive caval thrombosis to within a few centimeters of the right atrium. The filter was deployed in the suprarenal ivc above the clot burden. The filter limbs got twisted in the clot but were manipulated back into position with a catheter and wire. A completion venacavogram demonstrated the filter below the hepatic veins but above the ivc clot burden. The patient was hemodynamically stable at the conclusion of the procedure. Conclusion: the medical records allege the legs of the filter became twisted in clot during deployment; however, where manipulated back into position with a catheter and wire. The filter was successfully deployed in the suprarenal position above a large amount of clot burden. Based on the medical record review, failure to expand can be confirmed. The investigation for an unsuccessful retrieval attempt is inconclusive. Per the medical records, the filter legs twisted in the clot. Therefore, patient and/or procedural issues likely contributed to the twisted legs during deployment. The definitive root cause for the alleged unsuccessful retrieval attempt is unknown. Labeling review: the current IFU (instructions for use) states: warnings: if large thrombus is present at the initial delivery site, do not attempt to deliver the filter. Migration of the clot and/or filter may occur. Select an alternate site to deliver the filter. A small thrombus could be bypassed by the guidewire and introducer sheath. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Precautions: the safety and effectiveness of this device has not been established for pregnancy, nor in suprarenal placement position. Potential complications: failure of filter expansion/incomplete expansion. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
New information received: it was reported by the patient that after an unknown amount of time post vena cava filter deployment, the filter was allegedly unable to be retrieved. There were no reported filter retrieval attempts made. Based on a review of the medical records received, it was reported that during a vena cava filter deployment procedure for a history of pe, guided fluoroscopy demonstrated extensive thrombus in the ivc. The filter was deployed in the suprarenal ivc above the clot burden; however, upon deployment limbs became twisted. The filter limbs were manipulated back into position with a catheter and wire. The patient was hemodynamically stable at the conclusion of the procedure. No additional information was provided in the medical records received.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for an unsuccessful retrieval attempt. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings: only use the recovery cone removal system to remove the g2 filter. Never re-deploy a removed filter. Do not attempt to remove the g2 filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. Removal of g2 filter: capture of g2 filter: after the cone has been opened superior to the filter, advance the cone over the filter tip by holding the introducer catheter stationary and advancing the pusher shaft. It is recommended to obtain an anterior-oblique fluoroscopic image to confirm that the cone is over the filter tip. Close the cone over the filter tip by advancing the introducer catheter over the cone while holding the pusher shaft stationary. Continue advancing the introducer catheter over the cone until the cone is within the introducer catheter. With the cone collapsed over the filter, remove the filter by stabilizing the introducer catheter and retracting the pusher shaft in one, smooth, continuous motion. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that at some time post filter deployment, an attempt to retrieve the vena cava filter was unsuccessful. The reason for the filter deployment or retrieval is not provided. The date for the attempted filter retrieval was not provided. No other pertinent information was provided regarding the surrounding the events reported. The patient status at this time is unknown.